Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient developed leg numbness after implantation. The physician elected to bring the patient back to surgery and explant the system to potentially alleviate the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.